Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Event description:
Related manufacturer reference number: 2938836-2018-11753, 2938836-2018-11754.new information received notes that when the patient presented in clinic for a pacemaker site wound check, erosion and infection were observed. The implant site has been sore and had a small opening with pus draining. There was erythema surrounding the site and pocket superficially. There was no fever. Prescription antibiotic was given.